Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient had experienced insulin flow block since friday which was on (B)(6) 2024. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.